Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was completed and confirmed that the programmer received an error during boot up. (B)(4).

Event description:
It was reported that the programmer displayed a fatal error. The programmer was returned for repair. There was no patient involvement.